Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a damaged downstream occlusion (dso) sensor was found. The dso sensor was replaced to fix the issue.

Event description:
The device was returned as it was reported that during testing, the pump alarmed with a "check empty tubing" message. The results of the investigation found that the device's downstream occlusion (dso) sensor was damaged. There was no patient involvement.